Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
I was putting locking screw into plate and the tip of the screw driver broke off.

Manufacturer narrative:
Evaluation summary: the reported event that the screwdriver broke could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. (Torsional overload). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The current operational technique states: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for non-locking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
I was putting locking screw into plate and the tip of the screw driver broke off.